Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause was due to an anomaly in the gears motor. The device was returned to the customer with no repair provided to it at their request.

Event description:
It was reported that even with new batteries inserted, error 1871, "battery failure" is displayed. There was no reported patient involvement.